Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. The customer charged the pump to address the past altitude alarms; a cartridge change was performed resolving the current altitude alarm. Customer's blood glucose level was 259 mg/dl.